Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the malfunction is likely due to the following- adhesive around light guide and objective lens has corrosion, air water tube has corrosion, with the most probable cause traced to a component failure and jet tube has foreign objects, for which the most probable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a blocked channel system. During the device analysis, the service center technician indicates that an adhesive around light guide and objective lens has corrosion, air water tube has corrosion, and jet tube has foreign objects was found. There was no patient involvement.